Event description:
It was reported the a patient underwent a cervical fusion procedure. Sometime post-op, the screw was found broken on the right side of c7 cervical plate construct. A revision surgery of c5-c7, with c6 corpectomy was performed approximately one year 9 months post-op and the end of the screw was left in the right side of c7. It was also reported that the fusion failed and as a result of this event, revision fusion was performed. No patient symptoms were reported.

Manufacturer narrative:
Product analysis: no material surface defect noted immediately adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms major and minor diameter within specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information. Feature or dimension. Major diameter: 4.0 +0.0/-0.15; specification location: 3120510/0520 rev. B pg. 1 of 2, loc. B15 measurement method: mitutoyo; 150mm caliper, model# 500-769-10 ID# (B)(4). Inspector/date: (B)(4) / 10 november 2014 measurement results 3.89 pass / fail: pass.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7200040 / lot: unk although it is unknown if this device contributed to the reported adverse event, we are filing this MDR for notification purposes.